Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to remove the obstruction from the speaker holes, clean them, and reconnect the pump's cartridge. After performing these steps and waiting a few minutes, insulin delivery was successfully resumed, and the pump continued to operate normally without the alarm recurring.